Event description:
The customer reported about 2 tablespoons clear fluid dripping from the manual probe and blood on the bsv (blood sampling valve) in the coulter lh 750 hematology analyzer. The leak was contained inside the instrument. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) found instrument leaking diluent and found the bsv tensioning knob was broken and not holding the bsv together. Fse replaced the bsv knob to repair the instrument. (B)(4).